Event description:
In 2002, the pt who is a destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contact the MFR reporting that the pt was at home and was getting intermittent red heart alarms. The pt was asked to come into the hosp for evaluation. The pt arrived at the hosp and waveforms were taken and emailed to the MFR. The results of the waveforms showed abnormal, and a vent filter was requested by the MFR. The MFR informed the vad coordinator that this might be the end of pump life. The pt remains in the hospital on lvad support.